Event description:
Laparoscopic suction irrigator had saline leaking out of the battery pack. The malfunctioning equipment did not reach the patient. There was no delay in care. The equipment was taken out of service and a new one was used.